Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the pins on the lever are broken off / missing. This was noticed after the surgery. There was no harm for the patient, operator or third party reported. Also there was no case involvement reported. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the screws on the lever are broken resulting in a loose pin. Furthermore, the clamping system in the drive shaft is worn out and the attachment is dirty and corroded inside. The most likely cause is attributed to wear and tear.